Event description:
On (B)(6) 2018 patient presented for his first lutathera infusion, and second nivolumab infusion. Towards the end of the lutathera infusion, patient developed hypoxia, oxygen saturation dropped to 85 percent to 86 percent, and he began receiving 2l on nc, which eventually had to be increased to 4l due to little improvement, even at rest. He also developed a dry, non-productive cough towards the end of the lutathera infusion but the cough improved after using 2 puffs of his albuterol inhaler that he brought from home, and receiving cough syrup. At around 4pm, dr. (B)(6) came to see the patient again, and noted inspiratory and expiratory wheezing and decided to extend his hospitalization for further work-up. As of (B)(6) 2018 patient is still under observation. Event unlikely related to clinical trial drugs as per oncologist. Dose or amount: 240 mg, frequency: every 2 weeks, route: intravenous (not otherwise specified). Dates of use: (B)(6) 2018. Diagnosis or reason for use: small cell lung cancer. Is the product compounded: no. Is the product over-the-counter: no.